Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient¿s lead had migrated resulting in ineffective stimulation. It was noted that the patient recently lost 60 pounds. As a result, the lead was explanted and replaced. Effective therapy was established post-operative.